Manufacturer narrative:
Other relevant device(s) are: product ID 8709 lot/serial# (B)(4), implanted: (B)(6) 2006, product type: catheter, ubd: 21-oct-2008, UDI#: (B)(4); and product ID 8709, lot/serial# (B)(4), implanted: (B)(6) 2006, product type: catheter, ubd: 30-mar-2008, UDI#: (B)(4); and product ID: a810, lot/serial# n/a, implanted: n/a, explanted: n/a. Product type: software, ubd: n/a, UDI#: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 2.8 mg/day via an implantable pump for non-malignant pain. It was reported the patient's pump was replaced (B)(6) 2019. The new pump was primed on the back table and hooked up to the existing catheter. The catheter access port (cap) was aspirated and back flow occurred but it was slow. The doctor did not know if all of the catheter was cleared, so it did not appear a prime was done. The patient was in the emergency room on (B)(6) 2019 with symptoms of withdrawal. It was determined that based on the flow rate the catheter should have been filled. The pump was read and everything looked okay. The patient tried giving a bolus and that has been successful. The rep reported that the patient will likely be discharged later that day ((B)(6) 2019). No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the hospital emergency room staff. It was believed that the patient responded negatively to other medications during the procedure, unrelated to the pump. Regarding the report that patient's catheter may not have been primed, the rep stated the aspirated volume could not be determined. The prime of the catheter was deliberately bypassed. The doctor was using the new clinician programmer tablet and therapy application (software version 1.0.7493). Regarding factors that may have caused or contributed to the catheter not being primed, the rep stated this was a physician decision, due to the unknown volume aspirated. Regarding the report that aspiration was slow, the cause was not determined. It was unknown if any further actions had been taken or planned. The rep confirmed that the patient was not admitted or hospitalized due to the withdrawal. The patient's symptoms had resolved as of (B)(6) 2019. It was indicated the information provided had been confirmed by the physician/account.